Event description:
The kelley clamp broke at the jaws, the pieces are all accounted for, the instrument was on the sterile field but not near the cavity of the patient. The breakage did not impact the patient or patient care. The clamp was given to sterile processing department (spd), and the breakage was reported to the charge nurse and the manager. There was no complication from this event. It broke outside of the patient and the pieces were all visible.